Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device remains implanted.

Event description:
It was reported that due a non-union that had been treated with an intramedullary nail, a plate was added over the nail.

Manufacturer narrative:
The non-union, mentioned in the early product surveillance (eps) form, in relation to a t2 femur nail could not be definitely confirmed due to the lack of information. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The available limited information was forwarded to medical affairs for review with following feedback: "looking at this case it is not a straightforward answer based on facts but assumptions must be made due to the lack of information. Apparently, a nail was used to fix a proximal femur shaft fracture, implantation date is unknown. A revision was done adding a plate to the construct because of a non-union suspicion. Since we have no clue about the timeframe, I cannot formally confirm a non-union. However, what I do see is a remaining significant fracture gap in the proximal femur. I can certainly imagine that this fracture gap would become a non-union, since there is no contact at all between the two femoral bone parts. So based on the treating surgeons expertise, I do believe this was a non-union." Based on the available information it is not possible to define the root cause of the mentioned non-union. More detailed information, like pre-, intra- and post-operative x-rays in regards to the nail, operation reports, patient details and history and as well as the affected device including lot number must be available for a complete assessment. If more information is provided, the case will be reassessed.

Event description:
It was reported that due a non-union that had been treated with an intramedullary nail, a plate was added over the nail.